Event description:
It was reported that the customer was hospitalized for dka. The family member stated that the customer was dehydrated and vomiting prior to the event. The programming and histories were accurate. The pump passed the prime test. It was indicated that the family member looked at the cannula and it was bent. The customer was instructed to follow the two bgs rule and to call back to run the high pressure test.